Event description:
It was reported that the patient experienced chest pain. The lead perforated the patient and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was damaged at 18.1 cm, 31.0 cm and 32.0 cm from the connector pin.